Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator sling system was used during a sling procedure on (B)(6) 2010. According to the complainant, the patient experienced leg pain for one week post procedure. The physician performed a doppler test for the patient's arteries and veins in the legs and the test results were negative. The patient began seeing a chiropractor (date and duration unknown) who advised that the pain is most likely related to the patient's chronic back pain. On (B)(6) 2011, the patient reported to the physician that since the chiropractor visits, the leg pain has subsided significantly. The physician has not planned any further medical intervention and the patient's current condition was reported to be "fine."